Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion noted at 7.3 - 7.5 cm from the distal tip. Externalized conductors were noted at 9.1 - 13.9 cm from the distal tip. The etfe coating and ptfe liner were intact at these locations. Additionally, external insulation abrasions were noted at 45.4 - 45.5 cm; 46.0 - 46.1 cm and 46.9 - 47.2 cm from the distal tip, consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis